Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was 146 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2012-05999.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The device also was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.